Event description:
After successful deployment of a bifurcated device [25-16-140bl (vf) ], the physician began to withdraw the catheter. The catheter got caught in the common iliac, resulting in front sheath separation. The physician was able to remove the delivery catheter. An 8mm balloon was used to successfully retrieve the front sheath without incident. Patient doing well.

Manufacturer narrative:
H6. Review of lot records/work orders, prior reports. No related issues were noted. Further investigation of the returned device indicated an inadequate thermal bond at the tip front sheath interface. Both the component failure and operational context contributed to the event.